Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02873.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02873. It was reported the patient was experiencing an increase in pain. The patient was unable to increase amplitude and lead diagnostics indicated multiple high impedances. X-rays were taken and revealed a possible fracture at the anchor site. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02873. Follow up information identified the patient only had one model 3186 (lot# 15546390) implanted and the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead. The patient is receiving effective stimulation. Model 3186 (lot# 3175257) lead was previously explanted (B)(6) 2011, reference MFR. Report: 1627487-2011-0321.